Event description:
It was observed that during the device evaluation, the colonovideoscope's air/water cylinder, auxiliary tube and air/water tube had foreign objects. Additionally, light guide lens had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event light guide lens had corrosion was traced to component failure. However, a definitive root cause for the reportable events air/water cylinder, auxiliary tube and air/water tube had foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.